Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, damage to the device's lcd screen was observed. The device¿s lcd kit needs replaced due to physical damage/cracked screen (not functional, unable to see data). Additionally, the complaint of initial power-up failure was not confirmed, the device powered on as it should, and the devices error logs were retrieved and uploaded to the server. No repair was performed. The unit is not needed for inventory, and it will be scrapped.